Event description:
It was reported that the procedure was performed to treat a lesion in the lower left limb with two supera stents. Reportedly, upon deploying the first supera stent (supera 5.5x150: lot# 4021361), the stent had released too quickly at the end of deployment. During the second supera stent implantation (supera 6.5x180: lot# 4092361), difficulty was experienced at the end of the deployment in releasing the stent from the delivery system, which caused some tension until it was successfully released. The stent elongated slightly at the beginning, but the rest of the stent remained nominal. It ended up longer than expected, extending into the patient's common femoral artery, because the physician miscalculated the size of the second lesion and chose a stent larger than the lesion. A prostyle device was used after the procedure with stent placement with a 6f sheath. The knot was advanced to the vessel wall however continued bleeding ("oozing") was noticed before tightening. An additional closure material, a very thin tube, was used to further advance the knot (the patient was overweight and the physician chose not to use the knot pusher), and then pulled to lock the knot, thus achieving complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during deployment interaction with the anatomy and/or other devices resulted in the reported difficulties (stent had released too quickly at the end of deployment); however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.